Manufacturer narrative:
(B)(4). Pump was returned for alleged cosmetic damage located at the belt clip rails found on (B)(6) 2021. Pump passed the displacement test and p-cap locks properly into reservoir, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked retainer, partially detached retainer, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, broken belt clip rails, serial label damage, corroded battery tube and minor scratches on lcd window. In summary, customers alleged cosmetic damage located at the belt clip rails was confirmed by visual inspection where broken belt clip rails were noted. Additionally, retainer ring damage noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had a crack in case and damage on clip rails. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.